Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the problem. He adjusted the workstation power supply to 5.13 volts and inspected the interconnect cable, receptacle and high voltage cable connections. He erased and reloaded flash memory then verified the battery pack voltage in film mode at 75 kv and 80 mas. The system is operating as intended.

Event description:
The customer reported that the system displayed poor image quality. The live fluoro image went dark during a case. The procedure was completed with no injury to the pt.